Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental.

Event description:
It was reported that "the patient reported he underwent a third surgery in 2005 to remove all of the titanium rods along with the repair bridge and new rods were installed."